Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a biliary stent procedure for a 60mm malignant stricture in the bile duct, performed on (B)(6), 2011. According to the complainant, the patient was dilated prior to the procedure. The patient's anatomy was reported as normal. The physician reported that the stent did not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the stent wires were uncrossed and damaged.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. A tactile examination of the shaft of the device noted some damage at approximately 8mm proximal to its distal edge. Microscopic examination of the damage suggests that the inside of the outer sheath is scratched. Examination of the deployed stent noted that some of the distal stent wires were uncrossed. The most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.